Manufacturer narrative:
The clinical assessment was based on patient medical records and patient images. At the completion of the clinical evaluation, based on the information received the following reported events were confirmed; sac expansion and aneurysm growth in the aortic neck. Additionally there was evidence to reasonably support the presence of an unknown endoleak. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Based on the information available root cause of the reported event is unknown. Devices remain implanted in the patient and were not available for further evaluation.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. A follow up computed tomography angiogram (cta) showed aneurysm sac growth with no visible endoleak. The physician elected to proactively reline the initial devices and implanted an additional bifurcated stent as well as an additional suprarenal aortic extension. The patient is stable.